Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon?.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. It was also reported that the device had become hardened and on inspection by a healthcare professional the mesh was firmly adherent and stuck to the left side wall of the urethra and the bladder and was yanked and strained and pulling toward the right. The mesh had become embedded in the urethra and was very tight. The patient experienced severe leg and groin pain, depression, cocyx pain, blurred foggy clouded vision, stabbing pains, exhaustion and fatigue, muscle weakness, numerous utis, double voiding, bleeding on sexual intercourse, stabbing sharp pain on sexual intercourse, at times bladder loss, and body stiffness. The mesh was removed. Additional information has been requested.